Manufacturer narrative:
Additional information was received on 08-may-2025. The generator was set to automatic mode. The correct catheter settings were selected on the generator. No error was displayed on the monitor. Additional information was received on 29-may-2025 clarifying that the bwi ablation catheter used/intended to be used in the procedure was the qdot micro catheter (d139505), the lot number is unknown. Therefore, updated the "d10. Concomitant medical products and therapy dates" section. In addition, in the 3500a initial under h11. Additional manufacturer narrative reported, ¿per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up is being performed and no additional information has been provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system.¿ per the additional information received providing the qdot micro catheter, the correct PMA details of the catheter used along with the ngen rf generator was provided in the 3500a initial. However, the updated statement should be the following: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with ngen generator and a high flow rate deactivation issue occurred. During ablation at 30w, despite being below the target temperature, flowed at a rate of 15 ml/m. Timing was during ablation of the right ventricle (rv) septum. Before ablation, during the pre-high flow, the issue occurred during ablation when the pedal was repressed. After the issue occurred once, all subsequent ablation conducted normal behavior. The procedure was completed as was and without patient consequence. Additional information was received on 17-apr-2025. There were issues with the flow rate change at the start of the ablation. When ablation was performed at 30w, irrigation was performed at a flow rate of 15ml/m, despite being below the target temperature. This issue occurred when the foot pedal was pressed again during the pre-high low of previous ablation was still running.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up is being performed and no additional information has been provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with ngen generator. During ablation at 30w, despite being below the target temperature, flowed at a rate of 15 ml/m. The system investigation was completed on 09-jul-2025. No work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further investigation on this device was performed. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).